Event description:
The customer reports that the ortho provue gave false negative results to samples that were positive in tube testing and manual gel. No erroneous results were reported.

Manufacturer narrative:
Cts confirmed with the customer that the listed mts abd/rev gel cards have normal appearance and have been stored according to the IFU indications. Cts confirmed with the customer that there were no reports of any discrepancies with the qc of the provue, manual gel, or tube testing. Cts discussed with the customer the possible reason for the negative reaction in the anti-d micro well may be a result of the depth of where the provue aspirates red cells from the samples compared to where the user aspirates cells for manual gel samples along with the theory that donor transfused red cells are denser and would settle to the bottom of patient samples after centrifugation. While the operator would typically aspirate cells more towards the top of the tube collecting autologous red cells. The customer indicates their understanding of the potential cause of the reported concern and indicates their confidence that the root cause was sample related and not any defect in the gel card or the provue operations. The customer acknowledges sample manipulation by repeated tests also affected the quantity of the patient samples. The customer is currently satisfied with the performance of the provue. (B)(4).